Event description:
The customer reported a problem with the "pa cardioverter". No pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.